Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a persistent low infusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: additional information was received from the clinical engineer of the user facility indicating that the only issue with the pump was a "reload set". The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this alarm only occurs upon pump-tubing set-up (tubing loading) and may result in a delay of therapy.